Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's family member stated that the patient's bladder stimulator was not working and they talked with the patient's health care provider (hcp) and the hcp told them they thought it wasn't working because the patient needed to charge the ins. The caller reported the patient lost the recharger, so they were requesting a replacement. When patient services asked the caller when the issue had started, the caller reported it had been awhile (some months) and that the patient hadn't been using the implant. The caller reported the patient had been getting a lot of bladder infections which they hadn't had before and that they were using in-and-out catheters because of the stimulator not working and they were trying to figure out what was going on with the device. The patient was sent a replacement recharger. The caller stated once the patient received the recharger, they were to call the hcp office and set up an appointment to get the patient and their spouse in the office to meet with the medtronic representative (rep) to check the implanted system and to review how to use it.